Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that when the promus stent delivery system (sds) was removed from the hoop (dispenser), there was no stent. They looked everywhere for the stent and even squirted inside the hoop, but the stent was no where to be found. The site felt that the stent was never on the balloon. This is being reported based on the returned product analysis which revealed crimp marks on the balloon. (B)(4)

Manufacturer narrative:
(B)(4). (B)(4): results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with no blood or contrast visible. The stent implant was dislodged from the balloon and was not returned. The balloon had relaxed folds. There were crimp marks on the balloon between the markers. The stylet, protective sheath and coil were not returned. There was no other damage noted to the sds. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.